Manufacturer narrative:
On 06-aug-2019, mentor completed the investigation of the suspect medical device. On 15-aug-2019, mentor received additional information regarding replacement implants and breast asymmetry diagnosis. On 16-aug-2019, mentor received updated information regarding concomitant product. Concomitant product: 275cc mentor memorygel breast implant, catalog # 3502754bc, serial # (B)(4). Replacements: the patient underwent removal and replacement with 275cc mentor memorygel breast implant, catalog # 3502754bc, left serial # (B)(4), right serial # (B)(4) on (B)(6) 2019. Device evaluation summary: according with the information it was reported that the patient experience rupture. During evaluation of the sample it was observed to be ruptured and received incomplete. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 5946579, and no non-conformances related to the reported complaint were identified. Manufacturer's reference: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant, catalog # 3502754bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Rupture was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2019.